Manufacturer narrative:
Clinical evaluation of the provided radiographic images completed; plate breakage is observed at the level of the interface between the cage and the talus. Screw breakage is observed in the two proximal tibia screws, with the remaining screw intact in the tibia. User error is indicated because a crossing screw was not used, use of a crossing screw is required for this procedure. However, per clinical, this was a limb salvage case. Use of a cage in this case did not allow the surgeon to use a crossing screw.

Event description:
Report of a post-operative break of a lateral ttc plate and 2 silverback locking plate screws. A revision surgery was completed to remove all the hardware.

Manufacturer narrative:
Clinical evaluation of the provided radiographic images completed; plate breakage is observed at the level of the interface between the cage and the talus. Screw breakage is observed in the two proximal tibia screws, with the remaining screw intact in the tibia. User error is indicated because a crossing screw was not used. Use of a crossing screw is required for this procedure.